Event description:
After 22 months of implantation, this lead was explanted because the ICD the lead was attached to would not communicate or respond when being interrogated. A small portion of this lead was returned and analyzed. The analysis concluded that the lead coil was rubbing on the ICD case. This lead was initially not related to the complaint. However, the analysis results were such that an MDR was needed. Note: the ICD was previously reported on an MDR.